Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Not found during testing. (B)(4).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 210 mg/dl at the time of the incident. Customer stated the same insulin pump alarm had occurred before. Troubleshooting was provided for the insulin pump error alarm. The alarm was able to be cleared. The insulin pump will return for analysis.